Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was non-functional. The cause for the non-functional response button was a defective response button switch. Additionally, the monitor failed a pulse testing during the investigation. The cause for the pulse test failure was isolated to high resistance on connectors j1000, j1002, and j1003 on the computer/analog and defibrillator pcas. The root cause for the defective switch could not be positively identified. The root cause fo rthe high resistance on the connectors was isolated to oxidation build-up on the tin connector pins. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the response buttons were non-functional.